Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was 400mg/dl and was treated with manual injection. No further information available.